Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl, and ketones that were identified as dangerous by a healthcare provider. The customer went to the emergency room on (B)(6) 2025 and subsequently hospitalized in the intensive care unit. The customer was treat with intravenous fluids of saline and insulin which resolved the issue. The customer was discharged from the hospital on (B)(6) 2025. A system check was performed, and it was noted that one supply was used outside labeling, for which the customer was informed about proper labeling recommendations. No further assistance was required after the system check.